Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sitting on the ground near a light pole at a marina. The patient heard their implantable cardioverter defibrillator (ICD) start alerting. Then a couple minutes later they received a shock. Patient immediately got up and walked away and had no other symptoms. An interrogation showed the patients device had detected electromagnetic interference (emi) which resulted in an inappropriate therapy being delivered to the patient. It was noted the signal seen is most consistent with conducted ac current. The device remains in use. No further patient complications have been reported as a result of this event.